Event description:
It was reported by the sales rep in china that during an rotator cuff repair procedure on (B)(6) 2024, it was observed that the 4.9 healix adv sp peek ce device anchor was broken, removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary ==>according to the information provided, it was reported that during the surgery, the anchor was broken, removed all the broken parts. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The device was received and evaluated. Upon visual inspection, it was observed that the shaft of the device is in good condition, as well as the inserter and the handle, no structural anomalies were observed. The anchor was found deformed in the distal part, also its threads were slightly deformed. No broken areas were detected in the anchor. Both, the suture and the anchor were partially impregnated with foreign matter, presumably biological. The threader was returned completely out of the device. The threader tab was in normal condition a manufacturing record evaluation was performed for the finished device lot number 128l937, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection result, this complaint cannot be confirmed. The customer reported a broken anchor, however no broken areas were observed during visual inspection. The possible root cause for the deformed anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment during insertion could have been applied and consequently cause the anchor to deform. As per IFU-(B)(4) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.